Event description:
This is a veterinary event. During a tibial plateau leveling osteotomy (tplo) procedure in (B)(6) 2013, it was noticed the battery was not holding a charge. The green light indicated a full charge but when used the drill would not work. It is reported a delay of approximately two minutes was experienced while a back-up battery was retrieved. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-04447. Placeholder.